Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the stop cock of the sphere inflation device would not tighten. At the time of the event, a balloon angioplasty was being performed; however, the complaint device never made patient contact. The complainant reported this event did not negatively affect the procedure. It was completed without any adverse effects to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual and functional inspections of the returned device following inflation were unremarkable. The male and female luers on the returned stopcock passed the general luer fitting test, and the functional capabilities of the device were determined to be satisfactory when normal usage conditions were simulated. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record for the complaint lot indicated that the devices were manufactured under normal operating procedures. There were two other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.